Manufacturer narrative:
Media review: media from the clinical procedure was provided to boston scientific (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 3 tee video loops were submitted for review, at 45-, 90- and 135-degree tee angle. All show the released device in a proximal position, with up to half of the device outside of the laa and a flat distal face of the device suggesting low compression. There was no imaging pre-release before the shift occurred. The available media confirmed the event description of proximal implant position post-release.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Upon implantation, the closure device shifted proximal with more than half of the device outside of the laa in a stable position. The closure device was retrieved without complications. The patient remained stable, and a 20mm wds was inserted, deployed, and implanted successfully. The procedure was concluded.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 24mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. Upon implantation, the closure device shifted proximal with more than half of the device outside of the laa in a stable position. The closure device was retrieved without complications. The patient remained stable, and a 20mm wds was inserted, deployed, and implanted successfully. The procedure was concluded.